Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that during routine purge cassette change at bedside an ICU controller failure briefly appeared but resolved without any intervention. When alarm history was reviewed at explant, this alarm was discovered. Rn who had the patient that day stated that there were no changes to pump performance or flow noted. There was no patient harm reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. The root cause of the controller failure alarm was not determined due to the inability to reproduce the issue. It could be attributed to an open purge line/leakage. The medical safety officer reviewed and determined the following: controller failure¿ appeared for "1 second" then alarm condition resolved without any intervention; there was no aic exchange and no report or indication of interruption/change to in flow. Support continued until patient was terminally weaned. Patient expired from events unrelated to the aic. The demise outcome is associated with the impella pump under manufacturer device report number 1220648-2025-28062 b5 and h10 was inadvertently omitted medical safety officer statement on the initial manufacturer device report number 1220648-2025-28181.

Event description:
The medical safety officer reviewed and determined the following: controller failure¿ appeared for "1 second" then alarm condition resolved without any intervention; there was no aic exchange and no report or indication of interruption/change to in flow. Support continued until patient was terminally weaned. Patient expired from events unrelated to the aic. The demise outcome is associated with the impella pump under manufacturer device report number 1220648-2025-28062.